Event description:
There was a circumferential annular abscess on the ventricular side of the annulus below the valve going into the left ventricular cavity. This was also the lower portion of the annulus to the anterior leaflet of the mitral valve, which required ventral re-suspension after the aortic prosthesis was removed. There was complete disruption in the left coronary and non-coronary cusp area with the prosthesis as "free floating". After cutting 2-3 sutures, the valve came out because there was no other areas holding it in place. The area was debrided and the valve was replaced with 27aj-501.